Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed and encountered pump motor a stalling. There were no fluid leaks found in the test cassette. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from crack on the back of the cassette and in the pump module area of the cycler after ending their pd treatment. There were no alarms during treatment. The patient¿s contact stated that the reported fluid leak occurred two weeks ago, and they forgot to report it. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the fluid leak occurred on (B)(6) 2021. There were no alarms received throughout the patient¿s pd treatment. Upon checking the cassette door after the patient completed their treatment there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The pdrn stated that there was a crack on the back of the cassette, which was not there prior to the patient started pd treatment. The pdrn confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that the patient was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from crack on the back of the cassette and in the pump module area of the cycler after ending their pd treatment. There were no alarms during treatment. The patient¿s contact stated that the reported fluid leak occurred two weeks ago, and they forgot to report it. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the fluid leak occurred on (B)(6) 2021. There were no alarms received throughout the patient¿s pd treatment. Upon checking the cassette door after the patient completed their treatment there was fluid leaking out of the door and there was fluid leaking from the external of the cassette. The pdrn stated that there was a crack on the back of the cassette, which was not there prior to the patient started pd treatment. The pdrn confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that the patient was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.